Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and heart attack on unknown date. Customer¿s blood glucose level was 800 mg/dl at time of admittance. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they had symptoms like nausea, vomiting, dehydration and fatigue. Customer declined with troubleshooting for high blood glucose level. Customer stated that insulin pump had no delivery alert and resolved by complete set change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0875 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using care link. Device had cracked case at display window corner, broken battery tube threads, broken belt clip slot, cracked case at the reservoir tube window corner, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).